Event description:
It was reported that the procedure required the angio-seal to seal the right and left stick. The physician alleged that both groins had common femoral artery occlusions. The devices were surgically removed. The physician reported that both arteries were small (4mm) with noticeable peripheral vascular disease (pvd). The pt was reported as fine.

Manufacturer narrative:
No prod was returned for evaluation and review of the device record history was not possible, since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric pts or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.